Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was at 50% charge when the pump became unresponsive and stopped all insulin delivery. There was no reported impact to the customer's blood glucose level. Multiple attempts have been made by tandem technical support to follow up with the customer to complete troubleshooting, however no response was received.